Manufacturer narrative:
Description of event: on 13 november, 1997, dr implanted a 21 mm aortic st jude med mechanical heart valve hemodynamic plus series (model 21ahp-105, during a double valve replacement procedure. On 06 may, 1998, another dr explanted this valve due to endocarditis. The mitral valve (model 27mt-103, which was implanted during the same procedure as this aortic valve, was also explanted at this time. Both valves were replaced with allografts from cryolife/lifenet. Results of investigation: the explanted aortic valve was rec'd in the st jude med heart valve div fer analysis lab in a st jude med product return kit, submerged in a liquid solution. (The explanted mitral valve was also returned with this aortic valve.) The sewing cuff on the aortic valve was off-white in color, and contained whitish tissue on the inflow and outflow sides, presenting a larger amount on the outflow side. Both leaflets exhibited normal mobility, and the carbon surfaces of the valve appeared to have been cleaned prior to this valve's return to st jude med heart valve div for analysis. The valve was chemically sterilized and forwarded to an independent pathologist, for gross morphological examination. Pathologist stated that at the time of his examination, a small amount of normal fibrous tissue was present on the outermost aspect of the sewing cuff. This was identified as young fibrous tissue containing a few pseudo-elastic fibers and large numbers of myofibroblasts scattered somewhat hapharzardly in a relatively loose stroma. This young fibrous tissue is associated with a normal healing reaction. A detached portion of white, glistening, nearly translucent, fibrous-like tissue that measured approx 15 mm in length, 3 mm in width, and 1 mm in thickness, was also returned along with the valve. This tissue was determined to be compatible with normal endocardial cellular lining. No inflammation or infection was observed, and gram stain was negative. There was no material observed in the recessed pivot areas, on the leaflets, or on the orifice. Both leaflets exhibited normal mobility. The valve was chemically sterilized, cleaned, and the sewing cuff was removed. The valve was then visually examined at 10x magnification for any anomalies on the surfaces of the leaflets and orifice. The leaflets and the orifice were found to be unremarkable. The valve was then forwarded for performance testing. The results of the pulse duplicator testing indicated the valve had no abnormal operation. Flow and pressure traces indicated the valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and the valve met all of st jude med's specs. Sterilization verification was completed by the st jude med heart valve div microbiology dept. A review of the sterilization parameters and sterilizer validations from the period that encompasses the sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record and the additional testing performed through the fer analysis lab indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation are inconclusive due to the fact st. Jude medical heart valve division has not rec'd additional info, which may have aided in the eval of this event. There were no signs of endocarditis associated with this valve when it was returned for analysis, as supported by the fact that there were no vegetations and/or microorganisms obsered during pathologist examination. The cause of the reported endocarditis remains unknown; however, it was not due to an intrinsic valve defect, as supported by the sterilization verification. The whitish tissue observed on the sewing cuff was identified as a normal healing reaction. As previously mentioned, this tissue did not interfere with leaflet mobility, as supported by the fact that the valve functioned in accordance with all st. Jude medical specifications.

Event description:
Both valves were explanted due to endocarditis - both were replaced with allografts from cyrolife/lifenet.